Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event based on additional information received, it was determined to be not reportable as only the polyethylene bearing was removed during the revision procedure.

Manufacturer narrative:
(B)(4). (2016) "annual report for long-term multi-center evaluation of the vanguard e1 tibial bearing" agreement b091840, reporting march 30, 2016 through march 10, 2017. Concomitant devices - vanguard e1 antioxidant infused cr tibial bearing catalog #: ep-183464 lot #: ni, biomet arcom patella button - all poly catalog #: 11-150824 lot #: ni, biomet cc cruciate tibial tray 79mm catlaog #: 141235 lot #: ni. The study was performed at (B)(6) and involved eleven centers including: (B)(6). The authors involved in this study are currently unknown and it is unknown who performed the surgeries involved. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2017-04722 / 04723 / 04725).

Event description:
It is reported that one (1) patient underwent knee arthroplasty revision due to the development of sepsis twelve (12) days following implantation. Attempts have been made to retrieve additional information, but no further information is available at this time.